Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed that the enclosure was cracked by the drain fitting. This was causing a leak. Both covers were cracked, and the line cord was worn. The investigator subsequently filled the tank with water, plugged in the line cord, and turned on the power switch. The customer reported product problem (leaking) was confirmed during testing. The product problem occurred because of the cracked enclosure near the drain fitting. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The product problem was attributed to a user issue. This was established as the root cause. The enclosure was replaced in order to correct the primary problem. The aforementioned cracked and worn components were also replaced. Preventative maintenance was then performed. The device subsequently passed functional testing.

Event description:
It was reported that the level 1 hotline low flow system (hl-90) was leaking. There was no patient involvement. The product problem was observed during testing.